Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Subsequently, the customer experienced and elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. Reportedly, the customer contacted health care provider to obtain alternate insulin therapy.